Event description:
Reference MDR # 16444487-2007-01713. Initial reporter indicated, the pt had "full revision surgery." A system diagnostics test was performed showing high lead impedance during revision surgery to replace a generator for end of battery life. Another system diagnostics test was performed with a new generator and the indwelling lead showing high lead impedance, indicating a possible lead malfunction. A pin reinsertion was done and another system diagnostics test was run showing high lead impedance. The newly implanted generator was tested and ruled out as the cause of the high impedance. No obvious lead discontinuities were noted in the surgery, but it was suspected that the lead had a malfunction, so it was replaced. Further follow-up indicated that the pt had "in recovery an instance of asystole and the vns was disabled, did not think any meds were given for it, but was not sure. The pt came out of it spontaneously." The event of asystole was reported on medwatch # 1644487-2007-01717. The explanted products were discarded in surgery. Good faith attempts are being made to obtain add'l info about the reported high impedance event.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.